Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of device history records and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The costumer complaint of "error message b130, no image on the screen" was not confirmed, and a definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "no image" malfunction and the "e2016 error message" would likely be an abnormal electrical continuity due to water invasion of scope connector. The event can be prevented by following the instructions for use which state: "important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the device evaluation found, image distorted, error 216 scope communication error, fluid invasion at the scope connector, distal end plastic cover had a chip and scratches, distal sheath was stretched and adhesive removed, distal sheath glue was lifting and had scratches, bending section was dented, charge couple device had a shrink tube tear, insertion tube was dented and failed ring gauge and labeling was peeling off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope had b30 error, no image on screen, at the tip where the camera is, the light source the rubber is pulled over the light source at the distal tip. The issue was found during preparation for use before a bronchoscope procedure. The procedure was completed with a similar device with no delay. There were no reports of patient harm.